Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating the device "pen on connecting and bent." It is known that the device was used in surgery and no injuries were reported. It is not known if medical intervention occurred. There was no additional information provided.